Event description:
It was reported that the zoom unexpectedly retracts/disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.